Event description:
New information received on july 3, 2018 notes that there was no premature battery depletion, that the depletion was discovered during follow-up in clinic, there was no battery performance alert, and that the device will be changed out on a later date.

Event description:
New information states that the patient experienced low energy and dizzy spells leading to pain and suffering over the course of time from both anxiety and chest pain from stress. It was believed that these symptoms were caused due to the device. Patient also had to take anti-anxiety medications which could lead to liver issues in future. The device was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's implantable cardiac defibrillator exhibited rapid battery loss over the course of a year. The cause was unknown. There were no other functional issues with the device. No further information is available.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed by analysis. High current was observed during bench testing due to an anomaly in the radio frequency module causing the reported event of premature battery depletion.